Manufacturer narrative:
An event of the device dislodging and migrating into the mitral valve was reported. A returned device assessment could not be performed as the device and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6: device code 4582 removed.

Event description:
Subsequent to the previously filed report, additional information was received: it was reported that the device was sized via transesophageal echocardiogram. The delivery system used was a 14f amplatzer torqvue 45x45 delivery sheath. The device was unscrewed from the delivery system, and it was released as expected. After the device dislodged, it travelled to the mitral valve and caused a partial obstruction of blood flow. The retrieval of the embolized device was considered an emergency procedure to prevent permanent impairment and/or death.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2023, 22mm amplatzer amulet left atrial appendage (laa) occluder was chosen for implant. When it was attempted to implant, the device showed minimal compression and when it was placed, a small leak was noticed on the pulmonary vein side of the device. It was then attempted to redeploy the device deeper in the laa. Close criteria were met, and minimal compression was noted. While the device was being unscrewed, the device began to shift. The device was attempted to screw back in, but this was not successful. The device dislodged and was recovered using a gooseneck snare and removed via the delivery sheath. The procedure was then aborted without implanting a device. The patient remained hemodynamically stable throughout the procedure. The patient was reported as stable.